Event description:
It was reported that the catheter was leaking from the hub shortly after the mobi-cath was inserted. The catheter was replaced and the issue resolved.

Manufacturer narrative:
The sheath device was returned for evaluation. Visual analysis of the sheath did not reveal any discrepancies, nor were any discrepancies noted upon actuation of the deflection mechanism. Pressure testing did not reveal any leaks from the valve. No root cause could be determined. Device analysis and review of manufacturing records did not reveal any discrepancies related to this device failure mode. No corrective action will be taken at this time.